Event description:
A patient was found unconscious and unresponsive in the hospital parking lot by a family member. Patient down time possibly 5-7 minutes or longer. 911 was contacted and hospital staff responded with an AED. The electrodes were attached to the patient, the cable was attached to the device and the device was powered on. The device indicated connect electrodes and use of the device was inhibited. The code team removed and reinstalled the electrode cable, checked the electrode connection and cycled power to the device. The device continued to indicate connect electrodes. Als arrived on scene 2.5-3 minutes later. The patient was attached to their device, the defibrillation electrodes were replaced. The als crew noted the patient had a working pacemaker; the patient's rhythm was asystole at that time. The patient was transferred to the hospital. The patient was not resusicated. Medtronic ers received no report of adverse affects to the patient as a result of device operation.